Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced an infection resulting in the decision to explant the device on (B)(6) 2018. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.